Manufacturer narrative:
Follow-up # 1 - device evaluation: the meter involved with this complaint failed testing. The meter was found to have a contact issue on spc pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging a meter memory issue with her onetouch verio iq meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter issue began at an unspecified time on (B)(6) 2015. The patient claimed the meter memory gave results of ¿231 mg/dl¿ all day on (B)(6) 2015 and gave the same result of ¿188 mg/dl¿ for 3 consecutive tests on (B)(6) 2015. During the follow-up call, the patient informed the csr that she usually tests her blood glucose four times a day although she tests six to eight times a day if she feels unwell. The patient reported that her normal blood glucose range is between ¿135 to 160 mg/dl¿. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and claimed she continued to follow her usual diabetes management regimen in response to the alleged meter issue. During the follow-up call, the patient reported that on (B)(6) 2015, one day prior to when the alleged issue started, she developed symptom of ¿palpitations¿. The patient reported self-treating in response to the symptom but was unable to recall the name of the pill received. The patient claimed the symptom abated one hour after treatment. During the follow-up call, the patient claimed that at an unspecified time on april 09, 2015 her diabetologist changed her medication. The patient confirmed her symptom developed later that day after her medication was changed. During the follow-up call, the patient attributed the onset of her symptom to her ¿pills¿. The patient claimed she did not perform blood glucose tests on any other device. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr walked the patient through resolving the alleged meter memory issue and the alleged issue could not be resolved. Replacement products were sent to the patient. Based on the additional information provided during the follow-up call, there is no indication that the subject meter caused or contributed to a serious injury. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, the patient had become symptomatic prior to the alleged product issue. However, this complaint is being reported because the alleged meter issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.